Event description:
It was reported that the surgeon didn't put any more force on the driver tip than normal and it broke. This did not impact the surgery as there was another driver on the set and they were able to pull the broken tip out from the head of the screw.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.